Event description:
It was reported that the patient developed an allergic reaction. The patient was provided with topical cream and oral antihistamine. The physicians opinion is that the allergy is not device nor procedure related. No further information has been obtained. Additional information was received that the patient was implanted with a competitors device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient developed an allergic reaction. The patient was provided with topical cream and oral antihistamine. The physicians opinion is that the allergy is not device nor procedure related. No further information has been obtained.